Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, including the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was user error, specifically misalignment during screw insertion and/or improper implant positioning. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2026, it was reported by a sales representative via phone that an ar-9094-090l left lag screw, an ar-s0100-381 guide pin, an ar-s0457-000 activation tool, ar-s0100-000 guide pin, ar-s0219-100 drill, ar-s0209-200 drill, ar-9094-11-2030 trochanteric nail, and an ar-9094-085l lag screw were used in a case and neither screw were able to lock into the nail after implantation. All implants were fully explanted and the surgery was completed using a competitor product nail. This occurred during use in a case. Delay in case 50 minutes.